Event description:
It was reported that an error message occurred. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the keyboard off key was intermittently functioning. It was also noted that the upper and lower cases were broken, the ring and one side bail cover were contaminated, one side bail cover was broken, the lead flex cover was corroded and the battery contacts were compressed.